Event description:
The customer reported that during reprocessing, the scope failed and would not go through the washer and low water flow was noted. There was no patient injury. The scope was returned to for evaluation and found foreign material protruding from air/water nozzle causing a low water volume, which is considered a reportable malfunction.

Manufacturer narrative:
The event date is (B)(6) 2021 when the foreign material was noted. A full technical evaluation was completed in accordance with the original equipment manufacturer (OEM) specification. The provided investigation images showed a blockage protruding from the outlet pipe. The reported contaminate appeared to be a black rubber type material. The investigation concluded that the contaminate did not originate from the olympus endoscope. In addition, the investigator reported that previous investigations indicated that this fault was typically a result of user handling. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Manufacturer narrative:
Correction to add the foreign country (B)(6). This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been 7 years since the subject device was manufactured. Based on the results of the investigation, it is likely debris entered the air/water channel, clogging the nozzle. This foreign material was likely present because the user facility was not trained sufficiently on device handling and reprocessing steps in accordance with instructions for use. The following is included in the instructions for use (IFU) and may have prevented foreign material clogging the air/water channel: ¿to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure." The following is included in the instructions for use (IFU) and may have prevented improper reprocessing: ¿1.4 precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. If the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope." Olympus will continue to monitor field performance for this device.